Event description:
The user facility reported that as they were preparing to start a cysto-fulguration procedure, the staff noted that the light cord of an endoscope was smoking and appeared to be very hot. The procedure was reportedly cancelled and the pt rescheduled the procedure at another time. There was no patient injury reported.

Manufacturer narrative:
The light source referenced in this report was returned to olympus for investigation. The investigation confirmed the presence of burnt foreign particles of which appeared to be plastic inside the endoscope connector socket. There was also evidence of particulate matter on the optical lens, which most likely caused the user's experience when the light source was activated. The particulate matter was removed from the socket, and the device operated for several hours without difficulty. This report is being submitted as a medical device report in abundance of caution.